Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the handle gets warm once the blade is attached to the handle and when trying to seat the blade properly. No patient injury reported.